Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. He stated that he tried to prime the infusion set, but he received the alarm during the fill tubing step. He reported that the quick release was not secure. He stated that he treated with several boluses through the night to regulate his blood glucose. The customer's blood glucose was 440 mg/dl, which he advised he would treat once he got the insulin pump to work. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He verified that insulin exited with a manual plunger push. He was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. He stated that the insulin pump did not alarm on delivery and was advised that the insulin pump worked as designed.